Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect. This is one of two reports (3007042319-2013-00440 and 3007042319-2013-00441) submitted for a device related to the same patient. Product remains implanted.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. This is one of two reports (3007042319-2013-00440 and 3007042319-2013-00441) submitted for a device related to the same patient. Device remains implanted.

Event description:
Approximately four years and three months post implantation the patient presented to clinic complaining of tenderness at her driveline exit site and was admitted to the hospital with a diagnosis of driveline exit site infection. A CT of the abdomen revealed possible inflammation or infection. Driveline exit site wound cultures were positive for resistants. Epidermitis and coagulase-negative (B)(6). Due to past history of cva the patient was deemed too high risk to undergo a second driveline revision. Treatment included intravenous vancomycin and cefepime, and daptomycin. The patient was discharged home approximately three weeks after she was admitted.